Event description:
It was reported that during implant attempt, the svc coil was not uniform when viewed under fluoro, and there was a possible lead fracture. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the defib conductor distorted, blood/body fluid on the outer tubing overlay, the outer tubing overlay is breached cut, there is blood in/on the helix/lobe mechanism and sleeve head.